Manufacturer narrative:
Meter lbma158s00903 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs for the freestyle optium neo h meter were reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc glucose meter. A healthcare professional reported that the customer obtained a reading of 5.7 mmol/l and felt sleepy and drowsy, eventually losing consciousness. Paramedics were called and upon arrival obtained glucose readings of 3.2 mmol/l and 3.3 mmol/l on their meter. The customer was treated with glucogel and 10% IV glucose and no additional treatment was reported. The results of 5.7 mmol/l and 3.2 mmol/l, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc glucose meter. A healthcare professional reported that the customer obtained a reading of 5.7 mmol/l and felt sleepy and drowsy, eventually losing consciousness. Paramedics were called and upon arrival obtained glucose readings of 3.2 mmol/l and 3.3 mmol/l on their meter. The customer was treated with glucogel and 10% IV glucose and no additional treatment was reported. The results of 5.7 mmol/l and 3.2 mmol/l, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.